Event description:
It was reported that the collimator on the 9900 system closed down and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The fluoro functions board and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.